Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed between the hub and the lumen of the catheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The catheter was cut in order to remove the stent. All 3 marker bands were present on both ends of the stent. The stent was noted to be deformed at the proximal end. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of ¿stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The reported event of ¿stent deformed¿ was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when attempted to insert the stent into the subject microcatheter, resistance was encountered at the hub. The distal tip of the stent could be passed through the hub; however, resistance became stronger and it got stuck in the shaft. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the stent had deployed inside the lumen of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The stent was noted to be deformed at the proximal end. It is probable for the sheath to experience minor inadvertent proximal movement after it has been correctly positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. Increased resistance is then experienced while attempting to advance the stent into and through the microcatheter lumen, resulting in possible damage to the stent. Upon realizing this through increased resistance, an attempt may follow to withdraw the stent. During this action, especially if the stent is stuck inside the lumen, the sdw may slip through the proximal end of the stent, leading to premature deployment. It is most likely that, due to some unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the microcatheter and, due to this resistance, the user applied force to try and advance/retract the device through the microcatheter resulting in the damage noted. Furthermore, when attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the microcatheter. The as reported event of ¿stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer' and 'nv - stent deformed¿ as well as the analyzed damage of ¿stent deployed prematurely during use¿ and ¿stent deformed ¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
When attempted to insert the subject stent into the microcatheter, resistance was encountered at the hub. The distal tip of the subject stent could be passed through the hub; however, resistance became stronger and it got stuck in the shaft of the microcatheter. The entire sl-10 was removed from the body and attempted to remove the stent out of the microcatheter, but it was completely stuck. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due this event. The subject stent was returned for analysis and the device investigation revealed that the subject stent was deployed prematurely during use. No clinical consequences were reported to the patient due this event.